Manufacturer narrative:
A field service engineer (fse) was at the customer's site and observed valve (vl)15 defective causing a leak and vacuum errors. The fse replaced the valve resolving the issues. The repairs were verified per established service procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported approximately 2 mls. Of uncontained clear fluid leaked from the probe in the coulter ac.t diff analyzer while rebooting the system. There were vacuum error messages reported by the customer at the time of the event and startup failed. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
The original date received by manufacturer is 10/26/2016.